Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion, the medical doctor suspects the device went to early replacement indicator early. Impedance was high and undefined. The ipg was removed and replaced. No patient complications have been reported as a result of this event.